Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and fully recaptured. After recapture, a kink was noted to the tip of the was. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath located 4.5cm and 34.5cm from the tip, with the tip and sheath flattened for a length of 6cm. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that a kink occurred. A watchman access system (was) double curve and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed and fully recaptured. After recapture, a kink was noted to the tip of the was. The procedure was completed with another of the same device. No patient complications were reported.